Event description:
(B)(4). Chronic rashes, headaches, joint pain, weight gain, abdominal pain (feels like menstrual cramps), abnormal lab results, brain fog, extremely low sex drive, incontinence, ibs-c and bloating.